Manufacturer narrative:
Field service engineer (fse) investigated report of no fluoro during a case with no errors or alarms reported by user, but could not duplicate problem. Fse verified normal fluoro and digital spot functions per hut dr service manuals (B)(4) and completed service checklist (B)(4). Unit passed checkout procedures and was returned to customer for service.

Event description:
(B)(6), 2013 customer states via phone that during a laser removal of a stone the fluoro failed. The physician was able to finish the case by using the endoscope and at the end a plain radiograph was taken and the stone was no longer evident. Patient details are unknown. No patient injury.